Manufacturer narrative:
Submit date (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B)(6) 2011, a customer contacted covidien reporting that an employee had placed a lavender edta blood collection tube in to a luer adapter assembly penetrating the rubber top as expected. As the sample tube began to fill, bottom of the tube shattered in the employee's hand. The customer reports that the employee sustained a deep cut on his right hand and proceeded to the emergency room for medical treatment. The employee received 5 sutures to his hand and was advised to seek additional medical attention with an orthopedic surgeon for the removal of possible additional glass pieces.